Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a nonspecific issue with a feeding pump. The customer sent the unit for service. This feeding pump was received at the covidien service center on (B)(4) 2011. Upon evaluation of the pump on (B)(4) 2011, the battery door was found to be burned.